Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that she had surgery for 3 hernias on (B)(6) two weeks from the day of this call. Patient thought it was originally sciatica coming but she went to urgent care yesterday because it got worse. Patient reported a nerve sensation started 3 days ago and someone at urgent care diagnosed it with something to do with her interstim device. Patient diagnosed with unspecific disturbances of nerve sensation. Patient also had acute pain on right quadrant on back side of butox where implant was placed. Patient felt like sciatic pain. Patient was going for CT the (B)(6). Patient stated this sensation was on the right side and wondered whether the interstim would be causing this. Patient wondered whether the lead possibly moved. Patient stated she does not have healthcare provider for interstim. The indication for use is unknown. There were no further complications that have been reported as a result of this event.